Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer postal code:(B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The patient was connected at the time of the event. This occurred during dwell three of five of automated peritoneal dialysis (apd) therapy. The leak was described as ¿some liquid was under the apd cycle¿. The technical service representative assisted the nurse to end the therapy session and continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.